Manufacturer narrative:
The returned device was evaluated. Visual evaluation revealed extensive physical damage to the casing. During evaluation the unit was able to power on using battery power, however, there was no audible beep and the device does not display the proper information. Internal inspection revealed significant damage to both the technology and system boards. The pwb boards were both cracked and significant corrosion was visible on both boards. The speaker was verified to be defective possibly due to the damage of the device. Due to the extensive damage and corrosion the device is not functional.

Event description:
It was reported that the display segment was missing when the device was turned on. The unit was not able to monitor patient(s). The housing of the device has a crack as well. No known impact or consequence to patient.